Event description:
It was reported that this pacemaker system exhibited high out of range impedance measurements and noisy signals for its right ventricular (rv) lead. Technical services (ts) was consulted and discussed stored data as well as how the device stores data. Additionally, it was noted there was farfield oversensing in the atrial channel. The rv lead was programmed off. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.